Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between july 3rd, 2019 and december 6th, 2019 the right ventricular pacing impedance was recorded steadily at approximately 1200 ohms, before the impedance rose abruptly greater than or equal to 3000 ohms at the end of the recording period. In the provided iegm episodes, artefacts and oversensing were visible in both the right ventricular and farfield channels. Several inappropriate ICD chargings and shocks occurred, as described in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 104 months, oversensing with inappropriate therapies was reported.